Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility clinic manager (cm) reported that an external dialyzer blood leak occurred fifteen minutes after initiation of a patient¿s hemodialysis (hd) treatment. Visible blood was noted leaking from the bottom of the dialyzer housing. The machine, a fresenius 2008t, did not alarm with a blood leak alert as the blood leak was visually noted and treatment was terminated. Fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. No visible damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 200ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an external dialyzer blood leak occurred fifteen minutes after initiation of a patient¿s hemodialysis (hd) treatment. Visible blood was noted leaking from the bottom of the dialyzer housing. The machine, a fresenius 2008t, did not alarm with a blood leak alert as the blood leak was visually noted and treatment was terminated. Fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. No visible damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 200ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.